Event description:
Reporter noted the posterior capsule suddenly wedged together with fibril trapped in the I/a port. Immediately released the footswitch, but the capsule/cortex would not release. Entered the paracentesis and cut the cortex material off with scissors. Anterior vitrectomy performed and ac iol implanted. Sutured wound to close. Post-op visit noted two retinal perforations in the periphery at 5 and 6 o'clock. A cryopexy was performed.